Manufacturer narrative:
Because the device malfunction resulted in a serious injury, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that a pro-post broke after 3 years in use and resulted in loss of the pt's tooth.